Event description:
Reportedly, in the device memory several events with extracardiac signals on the atrial channel were recorded. These signals with a constant frequency of around 115 beats per minute could not be verified. The patient denied the usage of any electrical tools, like e-shaver, induction stove, massage devices.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
The conclusions are as follows: - the signal seems to be a non-physiological electrical and very regular with always same morphology with a rate between 113 ¿ 120 beats per minute. - the frequency of the perturbation is noticed between 113 and 120 beats per minute, corresponding to a range of [1.88 hz ; 2 hz]. There is no internal signal in the pacemaker with such this frequency. The perturbations appear synchronously on both a & v chambers, and they are more visible on the atrial chamber. This can be explained by a higher gain in the atrial chamber. - the fact that the perturbation has a frequency which does not exist in the pacemaker indicates that those events are the most probably due to an external perturbation but the origin of this external perturbation remains unknown. - no events of pacing inhibition have been recorded. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
Reportedly, in the device memory several events with extracardiac signals on the atrial channel were recorded. These signals with a constant frequency of around 115 beats per minute could not be verified. The patient denied the usage of any electrical tools, like e-shaver, induction stove, massage devices.